Event description:
A physician reported that during a surgery in an ophthalmic system message was displayed and irrigating solution did not come out. The surgery was completed by converting to another system. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative confirmed the issue. To address the issue the debris was removed and then the system was tested. The system was found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found (and reviewed as part of this investigation. The complaint was opened to address the second case in which the reported issues occurred and is in progress at the time of this investigation. The system was determined to have met specification. However, the root cause of the reported issue was attributed to debris found within irrigation/aspiration modules. How or why this occurred cannot be determined conclusively. However, this issue is unrelated to the functionality of the system. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).